Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. It was noted that one of the patient¿s contact was showing having high impedance and undetermined if it was due to the scar tissue.

Event description:
A report was received that the patient had an x-ray done and the result showed that there was some form of damage has been caused to the leads.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead 8 contact lead.

Event description:
A report was received that the patient had an x-ray done and the result showed that there was some form of damage has been caused to the leads.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an x-ray done and the result showed that there was some form of damage has been caused to the leads.